Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the mildly calcified and moderately tortuous distal right coronary artery. The physician attempted to predilate the lesion with the 3.0 x 12 mm apex over-the-wire balloon. The balloon was inflated once at 12 atms, however, after the first inflation the balloon ruptured. The balloon was removed intact from the pt. A quantum maverick balloon was used to successfully complete the procedure. No post procedure complications were reported and the pt status was reported as "ok".

Manufacturer narrative:
The complaint indicated that the device was disposed, therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met the material, assembly and product specifications. The most probable root cause is operational context.